Event description:
It was reported that during a bph surgical procedure "fiber tip came off" inside of the patient. The fiber tip was retrieved using "graspers". The fiber was exchanged and the second fiber was used to complete the procedure. Patient outcome: "ok" reported.

Event description:
It was further reported that: 50,000 joules and 6 minutes were expended. The tip of the fiber was not cleaned during the procedure.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber tip is attached to fiber; the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at bevel edge; the metal cap exhibits severe char on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.